Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps broke during procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter. The customer confirmed no further details related to the reported event are known or available.